Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - head. Visual examination of the returned product/provided pictures identified the glenosphere shows signs  of wear and tear with major scratches and scuffs on the polished surface. The part and lot numbers of the returned product confirm  those reported in the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event informat information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-00796: item#00434906506; lot#65566647. 0001822565-2023-00797: item# unknown stem; lot# unknown. Other associated products: item#00-4349-066-06; lot#63676333. Item#110030777; lot#65560519. Item#010000589; lot#881160. Item#115313; lot#j7407973. Item#118000; lot#j7329702.

Event description:
It was reported a patient underwent a shoulder revision due to dislocation. During the procedure, it was noted the polyethylene had disassociated from the stem. The glenosphere and polyethylene were removed and replaced. Attempts have been made and no further information has been provided.